Event description:
It was reported that the sensing value was low on the right ventricular lead. Defibrillation threshold testing could not be performed because the patient could not be off blood thinner medication for an extended time. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.